Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a planned revision procedure on (B)(6) 2015 was aborted due to complications removing hardware from a femoral neck fracture. A screwdriver became stuck on the implanted nail and broke, leaving fragments in the patient. Unable to remove the fragments or the implanted device, the surgeon aborted the procedure. Although not finalized, the procedure itself took approximately ninety (90) minutes. On or around (B)(6) 2015, the patient began complaining of pain. Another revision procedure, with the surgeon from the original implant surgery, is forthcoming (date unknown). This report is for one (1) unknown screwdriver. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Translation update: the closure bolt was wedged, loosening not possible, and the second attempt the cannulated screwdriver fractured in the closure cap, the closure cap also could not be loosened with various non-cannulated instruments, and it was decided to leave the closure cap and leave the nail in situ to avoid further exposure in the region of the massive trochanter.

Manufacturer narrative:
This report is for one (1) unknown screwdriver. Device is an instrument and is not implanted or explanted. Hospital contact number: (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.